Event description:
Related to MFR report # 2183959-2012-0523. It was reported by the plaintiff's attorney that on (B)(6) 2012, the plaintiff was implanted with an ams elevate anterior and apical system to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "experienced significant mental and physical pain and suffering, have sustained permanent injury, have undergone medical treatment and will likely undergo further medical treatment and will likely undergo further medical treatment and procedures" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.